Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this communicator was thoroughly tested. Analysis confirmed the allegations from the field. The power supply was confirmed to be excessively hot to the touch and displayed an audible ringing sound during testing. The case of the power supply had evidence of melting.

Manufacturer narrative:
The patient will send the communicator back for analysis. A new communicator will be sent to the patient.

Event description:
Boston scientific recieved information that the communicator smelled like it were burning after setting it up. There was a high pitch squeel coming from the communicator. The patient unplugged the communicator and noticed that the power supply was extremely hot and melted. No patient injury reported.